Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuits are en route to fisher & paykel healthcare in new zealand to determine if they had a malfunction, which could have caused or contributed to the reported event. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that both the inspiratory and the expiratory limbs of an rt265 infant dual heated evaqua2 breathing circuit had connection issue. The pressure line was also found disconnected. A crack was also observed on the swivel wye. These were observed on two rt265 infant dual heated evaqua2 breathing circuits during use on a patient. No patient consequence was reported.

Event description:
A hospital in portugal reported to a fisher & paykel healthcare field representative that both the inspiratory and the expiratory limbs of an rt265 infant dual heated evaqua2 breathing circuit had connection issue. The pressure line was also found disconnected. A crack was also observed on the swivel wye. These were observed on two rt265 infant dual heated evaqua2 breathing circuits during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the two complaint rt265 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare in new zealand for inspection. They were visually inspected and pressure tested. The connection of pressure lines was also tested. Results: visual inspection of device 1 revealed a crack on both swivel wye ports. One of the cracks showed signs of excessive force applied when the limb was inserted into the swivel port. The pressure line was returned inserted into the pressure line port, and formed a tight connection during testing. Visual inspection of device 2 showed a crack along one of the swivel wye ports. The pressure line was not inserted into the pressure line port when received. The returned pressure line was inserted into the port without any problem, and formed a tight connection. The pressure test results for both breathing circuits were outside of the specification. Conclusion: no fault was found with the pressure line connection. Investigations conducted on the cracked swivel wye ports have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has been completed with the new pre-mixed material having been implemented on the production line. The complaint breathing circuits were manufactured before this change. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."